Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device for evaluation, and it was confirmed the reported phenomenon. It was found the printed circuit board failure which made the image freezing. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc determined there was the possibility this phenomenon was attributed to the dp and dx board failures of the subject device. Those failures might have occurred due to the long-term repeating use passing more than 6 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was frozen during the unspecified timing. There was no patient injury associated with this report.